Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer¿s blood glucose level was 501 mg/dl. Customer reported that the insulin pump was turned off due to insulin pump error. Customer was able to rewind the insulin pump. Customer was able to clear the insulin pump. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.